Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. A batch history review was performed for the batch and there was no related complaints for the this failure against batch number 115191 the device has not been returned for evaluation; therefore investigation results are not available. If new information becomes available, a supplemental report will be sent. The below are related cases (B)(4)-3003639970-2018-00556; (B)(4)-3003639970-2018-00557.

Event description:
It was reported that there was bad fixation during a needle suture for a patient undergoing coronary artery bypass (CABG). The needle was torn permanently from the thread. The customer described the product as not meeting safety and negatively impacted daily work at the hospital. It was further stated that the needle was torn several times and not during just one operation.